Event description:
It was further reported that in (B)(6) 2013 the subject underwent left heart catheterization and coronary artery bypass procedure. Catheterization revealed left ventricular ejection fraction of 40%, mild aortic stenosis, and grade-I trivial aortic regurgitation. No further intervention was performed.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4) trial. It was reported that following a percutaneous transluminal coronary angioplasty, the patient experienced chest pain. The target lesion was located in the mid right coronary artery (rca). The 3.0x12mm taxus liberte stent was successfully implanted. Additional ptca treated a lesion in the obtuse marginal artery. Post procedure residual stenosis was 0% with timi ii flow. Patient was discharged on clopidogrel. In (B)(6) 2013, 787 post index procedure the patient experienced chest pain.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).